Event description:
It was reported that prior to the patient having an electrocardiogram (EKG), a magnet was placed over the pacemaker and the patient became distonic. The patient spent the night at the hospital for observation and experienced drooping on one side of the face, slurred speech, and impaired handwriting on the right side. It was not determined whether the cardiac or neuro device caused the patient's symptoms and follow up with the clinic was done to no avail. The patient was to have another EKG, and it was suggested by the nurse that the neurology device could be turned off then turned back on. The nurse also mentioned using a pie plate to shield the magnet from the device. The cardiac device remains in use. No further patient complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the cardiac resynchronization therapy pacemaker (crt-p) has been explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 7482a51 neuro extension, implanted: (B)(6) 2009, 7428 dbs ipg, implanted: (B)(6) 2009, 7482a51 neuro extension, implanted: (B)(6) 2009, 3387s40 dbs lead, implanted: (B)(6) 2009, 3387s40 dbs lead, implanted: (B)(6) 2009, 507658 rv lead, implanted: (B)(6) 2004, 218785 lv lead, implanted: (B)(6) 2004, 1488t ra lead, implanted: (B)(6) 2004. (B)(4).